Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 205, 204 and 195mg/dl. The customer's expected fasting blood glucose test result range is 140 to 170mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 316 and 261mg/d. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory 1:155mg/dl (B)(6) 2016 12:00 am fasting: yes; 2:195mg/dl (B)(6) 2016 12:00 am fasting: yes; 3:166mg/dl (B)(6) 2016 12:00 am fasting: yes; 4:204mg/dl (B)(6) 2016 12:00 am fasting: yes; 5:205mg/dl (B)(6) 2016 12:00 am fasting: yes; memory concerns:205mg/dl, 204mg/dl and 195mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 205, 204 and 195mg/dl. The customer's expected fasting blood glucose test result range is 140 to 170mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 316 and 261mg/d. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory the 155mg/dl (B)(6) 2016 12:00 am fasting: yes, the 195mg/dl (B)(6) 2016 12:00 am fasting: yes, the 166mg/dl (B)(6) 2016 12:00 am fasting: yes, the 204mg/dl (B)(6) 2016 12:00 am fasting: yes, the 205mg/dl (B)(6) 2016 12:00 am fasting: yes. Memory concerns:205mg/dl, 204mg/dl and 195mg/dl.